Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the left femoral artery in a 71-year-old male for acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions stage d shock. Medical history included prior coronary artery bypass graft surgery and diabetes mellitus. During support, red-colored urine was reported. The managing physician was notified and elected to decrease the performance level as tolerated, declined echocardiographic evaluation at that time. A systemic heparin infusion had been initiated prior to coagulation testing. Subsequent laboratory results demonstrated markedly elevated coagulation parameters, prompting the heparin infusion to be temporarily held per protocol, with repeat laboratory testing ordered. Coagulation values normalized after holding heparin, and the patient remained supported and survived to impella cp explant. The reported hematuria and coagulation abnormalities are consistent with anticoagulation-related effects in the setting of critical illness.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax). The cause of the injury was not determined due to insufficient clinical details.